Event description:
It was reported that the customer's insulin pump was using up batteries quickly and often. The customer's blood glucose was unknown. The customer stated that he had previously had battery issues. Troubleshooting for a blank display was done. The customer was already using a new battery cap at the time of the call. Advised that the insulin pump needed to be replaced. Advised customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instructions. Informed that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with multiple a47 alarms in history file due to corrupted history file. Monitored for several days and no blank display noted. The insulin pump is within normal operating currents. No unexpected battery out limit, weak battery, low battery, failed battery test or bad battery alarm noted. The insulin pump has minor scratched lcd window, cracked case at display window corner, cracked reservoir tube lip and scratched reservoir tune window.